Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as "low" on the continuous glucose monitor. Reportedly, the customer required assistance from partner to treat bg level via consumption of carbohydrates. The customer alleged the the pump's control-iq software was not suspending insulin delivery as intended; however, this could not be confirmed as customer did not provide pump data for review by tandem technical support.

Manufacturer narrative:
Additional information was obtained from tandem clinical support as customer uploaded pump data for review. Pump data showed the pump was functioning as intended and the control-iq software suspended insulin appropriately. Reportedly, customer delivered a large bolus prior to the low bg. B1, h6 (remove 2938 and 67, add 2993 and 61).